Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose events. The customer¿s blood glucose went up to over 400 mg/dl and treated. No high blood glucose troubleshooting was performed. Customer also reported that the infusion set was damaged out of box. Customer did not mention if the auto mode feature was active at the time of high blood glucose event. The product is not expected to return for analysis.